Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The biopsy valve mb-358 was returned to olympus medical systems corp. (Omsc) for evaluation. A picture showing the fragment fell off into the patient and the chipped biopsy valve suggests that the fragment is most likely to come from the product. Fracture surface analysis shows that excessive impact may have caused the chipping valve and the fragment then came off. The instruction manual of the device states the corresponding method in case of an abnormality

Event description:
During the hemostasis of the endoscopic mucosal resection with the biopsy valve mb-358 and cf-h290i, a therapeutic product didn't pass through the instrument channel of the cf-h290i. When the customer inserted a cleaning brush into the channel of cf-h290i, a fragment of the biopsy valve came out of the channel and fell off into the patient's body. Based on x-ray, the user decided not to retrieve the fragment and to let it go out of the body naturally. There was no report of the patient injury. This is a report for the the biopsy valve mb-358.